Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system was auto reducing due to high impedances. Surgical intervention was undertaken and the ipg, lead and extension were explanted and replaced.

Manufacturer narrative:
The report of ¿high impedance¿ and ¿auto-reducing¿ was not confirmed the ipg had minor tooling marks on the can as a result of the explant procedure, the device communicated with all lab utilities and passed all functional tests on the ate (automated test equipment), which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The therapy delivery log showed many program status errors which would indicate that high impedances were experienced and auto-reducing of the output stimulation occurred. The associated lead extension that was returned with the ipg had all wires fractured which would be the cause of this.